Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (2000 mcg/ml at 167 mcg/day) via an implantable pump for unknown indications. It was reported that the patient felt like they were going through baclofen withdrawals and had withdrawal symptoms. The patient thought their pump had flipped several times. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. A dye study was done (B)(6) 2026 and they couldn't aspirate the catheter. The pump was not flipped at that time. The patient was referred to an hcp to explore the pump and catheter. On (B)(6), the hcp entered at the pump site and was unable to aspirate through the catheter access port (cap). There was a twist and kink in the catheter that was preventing flow that the hcp could see. The hcp entered into the spinal segment and cut off the pump segment and was getting very good cerebrospinal fluid (csf) flow from the spinal segment. The hcp spliced in a new pump segment and aspirated fluid through the cap chamber. The issue was resolved at the time of this report.

Manufacturer narrative:
B3. Date is approximate. Year is confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8784, serial#: (B)(6), product type: 0184-catheter; implant date (B)(6) 2026; explant date (B)(6) 2026, ubd: 14-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.